Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2017. The patient¿s doctor reported that the patient stopped using the dexcom continuous glucose monitor due to an adhesive or tape allergy. The patient described the reaction as redness, but did not provide further detail. On (B)(6) 2018, the patient visited a doctor for a checkup and mentioned the skin reaction, however no treatment was performed and no medication was prescribed. No additional event or patient information is available.